Event description:
The customer contacted spacelabs technical support to report that telemetry beds dropped off several central stations while they were being monitored. There was no patient or user harm associated with this event.

Manufacturer narrative:
The customer confirmed that the issue had resolved on its own after a couple of minutes. A product support specialist (pss) contacted the customer to get additional information and assist with troubleshooting a possible network failure. The pss was unable to determine the cause of the reported issue, but the issue has not been reported again to date. Should additional information be made available, an supplemental report will be submitted in accordance with 21 cfr 803.56.